Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported inflation issue was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with moderate tortuosity and mild calcification. A 2.0x15 mm mini trek rx balloon dilatation catheter (bdc) was advanced toward the target lesion, the bdc was inflated, and the bdc failed to inflate. There was no interaction of devices. The bdc was removed and a same size mini trek was used to continue the procedure. No other device/procedural issues were noted. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.